Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient received two alerts over a period of time for upper limit hv lead impedance. The lead was successful explanted and replaced with a competitor lead. The patient was stable post procedure.